Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found haptic bent/broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens work order search-no similar complaints reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -11.0/+1.5/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a same size different model lens and the problem was resolved. The cause of the event is reported as unknown. The surgeon reports that, "because the astigmatism sheet rotates, it is replaced with a non-astigmatism sheet."